Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information d9, h2, h3, h6 and h11: h11: the device was received for evaluation. During functional testing ,'error code #322 ' was not reproduced. A review of the event history revealed system error 322 link switch error (low). A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was verified. The cause of the condition was determined to be lower link switch stuck. Lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.